Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump's buttons were sticking. Customer's blood glucose level was unknown. Customer also stated that the insulin pump battery life was diminished and there was crack in insulin pump case. It was reported that the reservoir area was chipped. The device will not be returned for analysis.